Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support the occlusion was found within the infusion set tubing, despite an infusion set change the occlusion continued. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.